Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the multiple hardware parts including the sodium electrodes, flow cell, ise preamp board, ratio pump assembly, carbon bridge and mc sample syringe beckman coulter internal identifier is case (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. No component code available for flow cell, ratio pump assembly and carbon bridge.

Event description:
The customer reported receiving erroneous patient results for ise (ion selective electrode) on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.